Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced an elevated blood glucose (bg) level up to 480mg/dl and an a1c increase of 2 points since the start of pump use. The customer would administer manual injections and deliver correction boluses to address the bg levels. Due to the recurring occlusion alarms, the customer would typically change their infusion sets every one to two days. The customer also tried different types of infusion sets in an attempt to resolve the occlusion alarms but the infusion set changes failed to resolve the occlusion issues.